Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The patient began experiencing difficulty one month prior. The evening of the day, her blood glucose became increasingly elevated and she was brought to the hospital. The patient was treated with IV insulin and fluids. The device should be retuned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.